Event description:
Customer reports a false negative clinitest hcg when run on the CT status. Customer claims they tested the pt also using a quantitative serum method and the result was positive. Repeat requests to the customer to provide the serum sample results were unsuccessful; therefore, results of serum quantitative method is unk. No adverse pt health impact was reported by the customer.

Manufacturer narrative:
Customer further reported that instrument cleaning techniques were reviewed with the technician. The lot of cassettes involved in the event were returned to the manufacturer for evaluation. Upon testing, the unused test cassettes in the lot performed as expected.